Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded. The device case was opened to facilitate analysis of the internal components. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in premature battery depletion.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker was suspected to have exhibited premature battery depletion. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.